Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a high out of range shock impedance measurement on the right ventricular (rv) lead. An email was sent to the field representative in an attempt to obtain additional information. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Additional information was received that the patient was brought into the clinic for evaluation where the out of range measurements were not able to be reproduced. The logbook showed one other measurement that had reached out of range three months after the first registered measurement. All other daily shock impedance measurements trend within normal limits. Subsequently the physician has opted to monitor the patient. It was noted that the patient had fallen around the time of the out of range measurement. No adverse patient effects were reported.